Event description:
An aus device was implanted on 6/22/95. The cuff was removed on 2/29/96. A cuff was reimplanted on 5/9/96. The entire device was removed from the pt on 10/7/96, due to urethral diverticulitis proximal to cuff, and replaced.